Event description:
The customer was hospitalized for dka. The customer's set was in use for three days. The day after customer changed their set, they lost their glucometer. The customer felt the bg was high hence treated it with the pump and manual injection. The next day they purchased a new glucometer and the bg read high. The customer treated bg with a bolus and retested bg. The bg was higher than the previous bg reading. Then the customer drove to the hosp. The md believes that the pump may not have been working properly. The customer was educated on the two hbg rule. The customer declined to troubleshoot at the time of the call. The customer will give the pump to the md and allow him to call to troubleshoot the pump.